Event description:
Pt had hematoma after lithotripsy treatment. Hosp tech was requested, by doctor in charge, to call dornier to have a check on the device involved. The event occurred in (B)(6).

Manufacturer narrative:
(B)(4) (the importer) is submitting the report on behalf of dornier medtech systems (B)(4) (the MFR) per exemption number (B)(4).